Event description:
Related manufacturer report number: 2017865-2023-23488 it was reported during implant procedure that the left ventricular lead dislodged and the right ventricular lead exhibited high pacing impedance. The leads were removed and the operation concluded successfully. The patient was stable and asymptomatic.